Event description:
Made to wear mask while practicing and playing basketball in (B)(6). Every day during (B)(6) symptoms nausea, dizziness, shortness of breath. Remove the mask mandates. FDA safety report ID # (B)(4).